Manufacturer narrative:
Incorrect measurement was reported. The device was not returned for analysis; however, session records were reviewed and it was determined that the display and subsequent removal of the syncav marker was confirmed. This is due to an error in the programmer software handling of the state of this marker that controls the display.

Event description:
During a follow-up in clinic, the device incorrectly displayed pacemaker mediated tachycardia on the electrogram. No intervention was performed at this time. The patient was stable.